Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this atrial lead was repositioned for a unknown reason. The lead remains in service. No additional adverse patient effects were reported.